Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for urge incontinence and fecal incontinence. It was reported that the patient did not sleep at all the night after the procedure from being anxious about having the wires on their back. Contributing factors, actions/interventions, and resolution to the reported event were unknown. Additional information was received. The patient reported they were in the emergency room/hospital for the 24 hours prior to report and while there they must have disconnected the wires from the ens. The patient later reported they had just gotten out of the hospital the day prior and they were feeling dead on their feet. No further complications were reported or anticipated.